Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence confirm the reported allegation. The ceramic liner was found fractured into multiple pieces. Fragments, can be seen on the provided evidence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the following lot numbers were provided to ceramtec: 7011462900 and 7011462902. Protocols and certificate of conformance of each lot number were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramic liner was fractured. A subsequent surgery was performed to replace the polyethylene liner and ceramic head. Doi: (B)(6) 2020. Doe: (B)(6) 2023. Affected side: left.